Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/29/2016. The fse confirmed a few drops of diluent dripping from the probe wipe; the probe wipe was replaced, in addition to its drain tubing through solenoid valve lv8, resolving the leak. The instrument was then verified as operational, passing start up. (B)(6).

Event description:
The customer reported a contained fluid leak of approximately 2ml from a coulter ac t diff 2 analyzer. Platelet (plt) background failures were also reported by the customer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
(B)(6).